Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Post market surveillance review activity identified the following article involving post-operative isola rod breakage. Article title/author: ¿the impact of revision of one of more rods on re-fracture rate and implant survival following rod fracture in instrumentation without fusion constructs in the management of early-onset scoliosis¿. (David, m.), publication date: may 2014 n=21: rod fractures. Twenty one mfg. Medwatch reports are being filed for events involving post-operative isola rod breakage.